Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure is excessive force used to pry and/or leverage the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On10/27/2023, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak fork tip inserter broke and prevented the anchor from being properly inserted. This was discovered during a hip labral repair procedure on 10/23/2023. All broken fragments were removed from the patient. Additional information received on 10/27/2023: the case was delayed about five minutes.